Manufacturer narrative:
Updated fields - b4, d9, e1(event site postal code - 2067, event site state - nsw), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10 a getinge field service engineer (fse) evaluated the unit and states that repair is still awaiting parts. Hence repair is not completed there is no information regarding parts replaced. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : no repair information

Event description:
N/a

Event description:
It was reported during a routine check performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) printer was faulty. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) found the cardiosave intra-aortic balloon pump (iabp) had faulty printer. Fse ordered the parts printer, thermal, xe-50b. Once the part was received visited the site and replaced the printer. The tested function was passed. Fse did other small chores around the office as well related to loan cardiosaves.